Manufacturer narrative:
One 3i t3® with dcd® non-platform switched parallel walled implant 4 x 10mm (bnss410) and one certain® 3.4mm(d) driver tip - long (impdtl) were returned for investigation. Visual evaluation of the as returned products identified the devices were returned engaged as well as signs of use and no apparent malfunction on both devices. Functional testing was performed for the returned products and it was determined the devices were able to be disengaged. However, based on sme review (dev associate director), the reported devices, bnss410 and impdtl are not compatible. Therefore, the most likely cause of the reported event is misuse of incompatible devices by the customer. No pre-existing conditions were noted by the customer. The patient had moderate (type ii) bone density. The reported devices were used on tooth #(B)(6) and the implant was used for 1 day/procedure while the driver was used for an unknown duration. The customer did not provide pictures or additional evidence. DHR review was completed for the subject lot number (2016041404). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2016041404) for similar events and no other complaint was identified. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage) or devices (impdtl & bnss410). Therefore, based on the available information, the reported event was confirmed as the reported devices, bnss410 and impdtl are not compatible. A definitive cause could not be identified. However, the probable causes may be associated to the use of incorrect driver into the implant (use of micromini driver to place non-micromini implant).

Event description:
Additional information received from the investigation results confirmed the implant driver tip to be a micromini driver tip (impdtl). It was determined the driver tip is not compatible with bnss410 implant.

Manufacturer narrative:
Zimmer biomet (B)(4). Initial reporter fax number: not provided.

Event description:
It was reported that an implant driver tip was unable to disengage from the implant (bnss410). Doctor confirmed procedure was completed using another driver.